Event description:
The consumer alleges the arm length is not the right size and does not have a gooseneck shape as his previous arm did on the wheelchair, which is causing bruises on his arm. The consumer went to the doctor, who allegedly put medicine on his arm. No serious injury is alleged.

Manufacturer narrative:
MDR filed in accordance with procedural requirements for medical treatment.